Event description:
Follow-up information revealed the patient's lead was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fell recently. As a result, the patient experienced a change in his stimulation coverage. Subsequently, the patient underwent surgical intervention. It was noted the physician initially desired to revise/reposition the lead. However, during the procedure it was found that one of the leads had a fracture. Therefore, the lead was explanted and replaced with a new one which covers all the targeted areas. The patient reported effective stimulation therapy postoperative and the reported issue in now resolved. Please note: the patient has three leads implanted with same lot number. It is not known which lead was explanted.